Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedure the bedrail was accidentally lowered onto the aquabeam trus articulating arm and trus stepper, which were rendered inoperable. As a result, the aquablation procedure was aborted. No adverse health consequences were reported with the patient due to this event.

Manufacturer narrative:
Additional manufacturer narrative: adverse event problem: component code - 4756, appropriate term/code not available: arm - a component designed to connect to standard bedrails and hold other components or devices in place. The device has not yet been returned to the manufacturer for investigation. The investigation is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam trus stepper was not returned investigation. Three (3) good faith efforts were made by procept to retrieve the stepper for investigation without success. A review of the device history record (DHR) ab2000-b / serial number (B)(6), and a review of the receiving inspection record p1394/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when received and released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. 4.2 warnings: procedure setup -ensure the handpiece articulating arm and the trus articulating arm are securely mounted to the surgical table bedrail to prevent unanticipated movement during the aquablation procedure. Section 11.2.8 - attach the trus stepper to the trus articulating arm and advance the trus stepper all the way forward. Level the trus probe receptacle. The root cause of the reported event could not be established as the reported product was not returned for investigation. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.